Event description:
Covidien received information the this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Covidien service center confirmed that the display is missing segments. The user interface (ui) printed circuit board (pcb) was replaced and the n65 passed testing.(B)(4).